Event description:
A facility representative reported a lens tear during an implantable collamer lens (icl) implantation procedure. The lens was replaced; this resolved the problem. Cause of the event was unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens had tore during injection/delivery into the eye. The lens was exchanged with a same length/model lens and the problem was resolved. There was no patient injury. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: lens tear there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim#: (B)(4).